Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was not duplicated as there was no exact issue reported. The pump was found to have a dented upstream occlusion (uso) seal, and during flow accuracy testing the pump failed due to over delivery. After investigation the results indicated a reportable malfunction due to the over delivery. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative would need to replace the printed wiring assembly (pwa) to correct the pump's inability to hold data, the uso seal due to the dent, and the expulsor required replacement/sand off in order to fix the over delivery issue.

Event description:
It was reported that the device was sent in for repair. Functional testing and visual inspection found that the pump was overdelivering and the upstream occlusion (uso) seal was dented. There was unknown patient involvement, and unknown signs or symptoms experienced.